Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised due to pain. "Radiolucency on film" around implants, dr. (B)(6) was able to pull the implants with help of a saw and an impactor punch.